Event description:
The customer reported that the probe on the ortho provue analyzer failed to dispense the correct amount of red cells into the mts gel cards while performing type and antibody screent testing.